Manufacturer narrative:
The insulin pump was received with cracked display window corner, cracked and bleeding lcd glass, cracked reservoir tube lip, belt clip slot, and scratched lcd window.

Event description:
The customer initially called to request a belt clip and notice that the insulin pump had a crack. The customer stated that the insulin pump fell when the belt clip broke. The customer's blood glucose was 175 mg/dl. The discontinuation of the device was advised. Nothing further was reported.